Manufacturer narrative:
(B)(4). Additional information: the device was returned in good physical condition. Upon functional testing it was noted that the hand activation contacts were damaged. Upon visual inspection, the blade was received in good visual condition and not broken as reported in the event description. The device was tested with a generator and was functional. However, it was difficult to rotate the shaft when the instrument was attached to the hand piece. It is possible that the damage to the hand activation contacts did not allow the device to be torque properly. This could have resulted in an alert screen or activation issues. To avoid damaging the contacts, it is recommended to assemble the device vertically. If the handpiece is inadvertently tilted during assembly with instrument, the hand activation contacts can be damaged.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic radical prostatectomy procedure, the shears stopped working during its use and the active blade broke. Another like device was used to complete the procedure. There were no adverse consequences for the patient.